Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the device came off within 1 day of insertion. No additional information was provided related to the complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.